Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as they have discarded it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded by the customer

Event description:
During surgery, a plastic piece has been rinsed into the wound and sucked out, this blocked the pulsavac system. There were no leftovers in the patient. No additional patient consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as they have discarded it. Review of the device history record for (B)(4), lot number z000011158, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned with this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device discarded by the customer.